Event description:
It was reported that a patient came in with pain. An x-ray was taken and surgeon observed that the gamma nail was broken. Patient was revised.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.